Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that a device entrapment occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A stingray lp balloon catheter was selected for use. During the procedure, it was noted that the balloon was stuck with the guidewire. The device was removed together with the guidewire. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device was returned and evaluated by manufacturer. Visual inspection revealed numerous shaft kinks to the device. Microscopic inspection revealed no damage or irregularity. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen, and the balloon was returned in an open folded state. The guidewire used in the procedure was not returned for analysis, so a test 0.014 guidewire was used for functional testing. The guidewire was able to be inserted through the tip and distal shaft portion without issue. However, the wire failed to exit the proximal end of the device due to resistance caused from the severe shaft kinks nearest the hub of the device.

Event description:
It was reported that a device entrapment occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A stingray lp balloon catheter was selected for use. During the procedure, it was noted that the balloon was stuck with the guidewire. The device was removed together with the guidewire. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.